Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ( product ID 37751 lot# serial# (B)(4) was found not repairable and was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
Recharger scrapped, not repairable.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37751, serial # (B)(4), product type recharger.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the ins recharger (insr) could not power up. It was reported that the insr makes a "real loud squeal" and will not power on when plugged in. The patient reported that their implant was dead. The patient reported that they were at their MRI appointment and they could not perform the MRI because they could not get the device into MRI mode. The patient reported that the MRI was unrelated to the device/therapy. It was reported that the insr was frozen. I was reported that the insr was unresponsive and beeping. The patient reported that insr has a long beep followed by shorter beeps and it stops beeping when it is unplugged from the ac power source. It starts back up when plugged in again. The patient reported getting poor communication screen on the patient programmer. It was reported that the ins cannot connect with the insr or the patient programmer. The patient reported that the last successful charge session was more than one to three month ago. The patient reported that they were still get poor communication on the replacement recharger that they received and still could not communicate with the patient programmer. It was reviewed that the device was most likely in overdischarge and a physician mode recharge would be needed to be done in clinical setting.